Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a red foreign matter on the catheter tip. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: red fm on the catheter tip.

Manufacturer narrative:
H.6. Investigation summary: bd received a 20 gauge insyte autoguard blood control unit from lot 8214986 and a photo of the unit for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of red/black foreign matter adhered to the back of the grip. The photo also showed the same issue. Based off the visual inspection the engineer was able to verify the reported defect. However, since the unit was returned outside of its original packaging a definitive root cause for the foreign matter could not be determined. It was determined that the foreign matter was a piece of yarn. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a red foreign matter on the catheter tip. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: red fm on the catheter tip.